Event description:
An asymptomatic patient presented in clinic with a device that was post-sensed t-wave oversensing on the ventricular lead. The patient received inappropriate atp and hv therapy. The lead was explanted when a dislodgement was observed, resulting in oversensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the analysis of the lead did not reveal any device condition that would have contributed to the dislodgement. The electrical characteristics of the lead were found to be normal. Mechanical and visual analysis found the helix and distal coil clogged with body fluid/tissue, preventing it from actuation. After destructive analysis and cleaning, the helix was found to function normally. The helix extension was measured and was within specification.